Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he cut rather than molded the opening and this caused a cut immediately distal to the stoma approximately 16 mm in length. According to the end user, the area was shallow and the bleeding stopped "right away." The end user went on to state the he experienced discomfort that caused him to remove the water. The end user further reports that he self-treated with stomahesive powder and sting free barrier wipes and did seek medication attention.